Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received inside the rotablator advancer and burr units. The advancer unit and burr unit were received together. The advancer knob was received loosened in the backward position. The handshake connections were examined and it no issues were noted. There were kinks in the rotawire. There was blood in the sheath of the burr catheter. An attempt to remove the rotawire was unsuccessful due to the kinks in the wire. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the console stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-11388. It was reported that the burr was stuck with the wire. The target lesion was located in the severely calcified unspecified vessel. A 1.75mm rotalink¿ plus and rotawire were selected for use. During the fifth ablation, the burr and rotawire became stuck. Both devices were removed from the patient's body and continued the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-11388. It was reported that the burr was stuck with the wire. The target lesion was located in the severely calcified unspecified vessel. A 1.75mm rotalink¿ plus and rotawire were selected for use. During the fifth ablation, the burr and rotawire became stuck. Both devices were removed from the patient's body and continued the procedure. No patient complications were reported and the patient's status was good.